Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product code: dzl. Patient code 3191 used in initial report to capture additional medical/surgical intervention required. The complaint device was not received for investigation. The following investigation is based on the image provided. Visual inspection: a photo of the ti matrixmidface screw self-drilling 6mm (p/n 04.503.226.01 lot unk) was received showing the screw broken, two fragments of the screw were observed in the photo. As the screw was not returned, the as received, dimensional, material and drawing reviews are not applicable. Conclusion: the complaint condition is confirmed for the ti matrixmidface screw self-drilling 6mm (p/n 04.503.226.01 lot unk) as the provided photo showed that the screw was broken. While no definitive root cause could be determined, it is possible that excessive torque/force and/or rough handling was applied to the screw during insertion. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, a matrix midface screw self-drilling crumbled while inserting it. It required time to remove the of the screw and then sometime tried to remove the thread itself which did not happen. Procedure outcome and patient status were unknown. Concomitant device reported: unknown plates: matrixmidface (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).